Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving dilaudid 10mg/ml at 3.997 mg/day via an implantable pump for non-malignant pain and spinal pain. On (B)(6) 2011, examination revealed nausea and vomiting following pump implant. The patient experienced withdrawal from clonidine, rebound hypertension and tachycardia. The event resulted in in-patient hospitalization. On (B)(6) 2011, they gave the patient zofran, oral clonidine and a transdermal clonidine patch. On (B)(6) 2011, examination revealed nausea without emesis. On (B)(6) 2011, the patient was discharged home on the clonidine patch and the event resolved without sequelae. The nausea and vomiting was reported as unlikely related to the device or therapy and possibly related to the implant procedure. The withdrawal, hypertension and tachycardia was reported as related to the device or therapy, not related to the implant procedure and related to discontinuing the drug clonidine. If additional information becomes available, a follow-up report will be submitted.